Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Review of sensor data did not indicate any system malfunctions. Customer care intended to recommend to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment as a proactive troubleshooting measure. However, the user has remained unresponsive to multiple communication attempts, thus no further troubleshooting could be performed. Review of the dms showed usage of the system up to (B)(6) 2025.